Manufacturer narrative:
The end user reported that he was walking outside with his rollator on a snowy, icy surface. The left rear wheel came off and he fell forward. He suffered some bruises and a cut to his leg. He lost a lower front tooth when he fell. He did not seek medical attention. The end user's reported weight is at the weight capacity for this device. The accuracy of the reported weight has not been confirmed. It is not known what role if any this may have played in the incident. The sample has not been returned for evaluation. No photos were sent. It is not known if maintenance had been performed on the device. A root cause has not been determined.

Event description:
While walking outside, the wheel came off and the end user fell.